Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardiac monitor could not communicate with the merlin programmer. Two different bluetooth antennas with the extender were used, with no success. Also, the implantable cardiac monitor did not provide a response to the magnet during interrogation. The patient's phone was utilized to submit the transmission, which was successful. There were no consequences to the patient.